Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that a burning smell was noticed shortly after turning on the circuit 2 of the sorin heater-cooler system 3t during priming. The pump was turned off and back on, but circuit 2 would no longer start and an error code was displayed. A spare unit was used to perform the procedure. There was no patient involvement. A third party field service engineer visited the facility to provide service and confirmed the burn smell. The unit was tested and all functions worked according to specification except circuit 2. Visual inspection identified that the rubber cover of the pump base experienced a very high temperature and evidence of water leakage was found on the base plate of the patient bridge. The water had come in contact with the electrical coil of the pump motor, causing the reported issue. All connections and boards were inspected, however no other defects or abnormalities were discovered. Photos of the patient bridge were taken and sent to sorin group (B)(4) for analysis. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that a burning smell was noticed shortly after turning on the circuit 2 of the sorin heater-cooler system 3t during priming. The pump was turned off and back on, but circuit 2 would no longer start and an error code was displayed. A spare unit was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The photos were reviewed but the leak could not be clearly identified.